Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during dft testing for ICD upgrade, the patient did not convert and had to be externally rescued. Episode showed 0 ohm lead impedance. All leads were rechecked and no anomalies were found with normal lead impedance. Another ICD was implanted. Review of the session records showed the device aborted the last 5 shocks due to over current detection. Rv lead issue suspected; although, the lead remains implanted, as post-implant dft did not show any abnormality.